Event description:
It was reported that the foley catheter fell out immediately after injecting the water into the catheter with a syringe. The balloon was damaged when the user checked it and a new catheter was used again which did not cause any adverse effects on the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.